Manufacturer narrative:
Evaluation results - fowler.

Event description:
It was reported by service report that the fowler was locked in the down position. The customer could not determine if there was patient involvement or if there were adverse consequences to report.